Manufacturer narrative:
Based on the nature of the damage observed on the returned cable, and a review of the statements in the device IFU pertaining to the proper connection/disconnection of the cable, a potential cause for the damage is mechanical force causing the cable insulating jacket to get pulled/torn away from the console end connector. Based on the risk documents, damage can also occur due to wear or handling. The device was scrapped by the manufacturer.

Event description:
It was reported that there was a cut in the cord. Once the device was received in house, it was reported that the copper wires were exposed. This was noticed during inspection and there was no patient impact.